Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device test failed. The customer¿s blood glucose was 333 mg/dl and current blood glucose was 297 mg/dl. The customer was treated with bolus using syringe and pump. The customer stated that they had insulin flow block alarm. The customer does not allege pump was under delivering. The customer was assisted with high pressure test and failed. The customer stated that the insulin pump stopped the insulin and it could not be delivered insulin flow blocked alarm. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.